Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('plaintiff claiming migration: yes/perforation/malposition/migration of essure device ¿ location of device: walls of uterus'), device breakage ('device breakage'), stillbirth ('stillbirth/miscarriage'), pregnancy with contraceptive device ('pregnancy stillbirth/miscarriage') and genital haemorrhage ('genital bleeding / abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included adenomyosis uteri on (B)(6) 2016, chronic cervicitis on (B)(6) 2016, multigravida (total number of pregnancies: 3) and parity 2 (total number of live births: 2 (B)(6) 2008 (B)(6) 2009). Previously administered products included for an unreported indication: lupron. Concomitant products included estradiol since 2016 and medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced stillbirth (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced endometriosis ("reproductive system disorder or condition ¿ type of disorder or condition: endometriosis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and depression ("psych injury / depression"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, stillbirth, pregnancy with contraceptive device, genital haemorrhage, depression and endometriosis outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, depression, device breakage, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, stillbirth and uterine perforation to be related to essure. The reporter commented: received treatment for migration, perforation discrepancy : date(s) of insertion: (B)(6) 2010, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion, unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and mr received: event psychological trauma updated to depression, medical history, lab test and concomitant medication updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('plaintiff claiming migration: yes\perforation\malposition/migration of essure device ¿ location of device: walls of uterus'), device breakage ('device breakage'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage'), abortion spontaneous ('pregnancy: stillbirth/miscarriage') and genital haemorrhage ('genital bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and endometriosis ("reproductive system disorder or condition ¿ type of disorder or condition: endometriosis") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, psychological trauma and endometriosis outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device breakage, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, psychological trauma and uterine perforation to be related to essure. The reporter commented: received treatment for migration, perforation discrepancy : date(s) of insertion: (B)(6) 2010, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: confirmation test not specified. Essure confirmation test(s)(unspecified): result- left occlusion only, bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received; case become incident, previously added injury nos was replaced with dysmenorrhea, dyspareunia , pelvic pain, abdominal pain ,general abnormal bleeding, breakage, psych injury, stillbirth/miscarriage, malposition/migration of essure device ¿ location of device: walls of uterus, endometriosis, device ineffective, were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.